Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation and "exchange from textured due to concern with the product". Device remains implanted.

Event description:
Healthcare professional reported, right-side deflation and exchange from textured to smooth due to concern with the product. Later, healthcare professional reported capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening in the posterior side assessed as unidentified (tear) opening and broken in the plug strap side assessed as surgical damage. (Shell thickness within specification). Anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: observed one opening in the anterior side assessed as surgical damage. Crease fold observed on the device. Red particle observed on the device. Yellow particle observed on the device.

Event description:
The device has been explanted.